Manufacturer narrative:
H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b15: an imaging evaluation by gore imaging confirmed the occlusion of the right external iliac artery. A root cause could not be determined.

Event description:
The following was reported to gore on june 9, 2025, from the imaging database: on (B)(6) 2025, a 67-year-old male patient underwent endovascular treatment as an planned procedure for a common iliac artery aneurysm. The patient was treated with five gore® excluder® endoprosthesis devices in the infrarenal abdominal aorta, bilateral internal iliac arteries, and right external iliac artery. The gore® devices were successfully navigated to the intended location and successfully deployed. On (B)(6) 2025, it was noted the patient has an occluded right external iliac artery. There has been no hospitalization or reintervention at this time. No further information is provided.

Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.